Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received an erroneous result for one patient sample tested with the elecsys (B)(6) combi pt assay on a cobas 6000 e 601 module. The sample initially resulted with a value of (B)(6) and this value was reported outside of the laboratory. The clinician questioned the result as the patient is a known (B)(6). The original sample tube and a second tube of the sample were then repeated. The repeat result from the original tube was (B)(6) and the repeat result from the second tube was (B)(6). No adverse events were alleged to have occurred with the patient. The patient's current condition is okay. The (B)(6) reagent lot number was 34506202, with an expiration date of 31-jul-2019. The field service engineer was running performance testing and observed that the alignment of the sample pipettor out of specifications. The high voltage adjustment and blank cell calibration were also found to be outside of specification. Streaks of fluid were found across the incubator cover caused by the probe alignment as the customer experienced a probe crash the previous week. He adjusted the probe, cleaned the incubator cover and dusted parts. He ran a photomultiplier tube high voltage adjustment and this passed. He ran a blank cell calibration and this passed. He ran performance testing and this passed. The customer calibrated and ran controls for all assays. Calibrations and controls passed. Calibration and controls were within expected ranges.

Manufacturer narrative:
The root cause was determined to be related to the maintenance actions of the operator. A hardware issue could not be identified. The service actions resolved the issue.